Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. The customer's blood glucose was 120 mg/dl. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.